Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the stimulation ¿feels like it¿s cutting in and out¿ and stated that the ins ¿barely works.¿ the patient requested that a manufacturer representative attend their next doctor¿s appointment. No further complications are anticipated.